Event description:
While performing ifr (inspiratory flow rate), volcano verrata pressure wire did not calibrate correctly. The physician requested another of the same type of wire. Again the new volcano pressure wire did not calibrate correctly. The physician determined that both wires must be defective. We switched to another brand and successfully performed the test.